Event description:
During evaluation of a returned homechoice device, a high drain error 102 (night drain two) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 07:33:19. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause of the iipv was undetermined. Should additional relevant information become available, a supplemental report will be submitted.